Manufacturer narrative:
The event occurred on an unspecified date in august 2022, reported as "in the last few days." The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.